Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified non-bsc stent previously implanted in the superficial femoral artery (sfa). A fr 4.5 introducer sheath was placed. After a non-bsc guide wire was advanced to cross the lesion, a 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion; however, the balloon ruptured. The device was completely removed and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).